Event description:
It was reported that a 6f angio-seal vip was deployed post diagnostic catheterization. The patient ambulated two hours later without any problems. Prior to discharge, the patient went into the bathroom and felt something pop in his groin. Retroperitoneal bleeding was discovered. An angiogram revealed a high stick. The patient was taken to surgery and the external iliac artery was repaired. The patient recovered after surgery.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.